Event description:
Info received indicates the brake will engage, but the casters continue to swivel.

Manufacturer narrative:
The technician found the brake system was worn. He replaced the brake casters and installed a brake/steer upgrade kit to repair the stretcher.